Manufacturer narrative:
Conclusion: one packet that showed signs of handling with some crushing of the foil cavity was received for evaluation. Upon visual evaluation, the peelable foil packet was intact.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative sample was returned for evaluation. Visual inspection of packaging was performed and no defects were found.

Event description:
It was reported that a patient underwent eye surgery on an unknown date and suture was used. The patient presented with redness, inflammation, and suture not dissolving on the first postoperative visit. After the suture was removed, the symptoms resolved themselves. Additional information has been requested.